Manufacturer narrative:
The lot was manufactured from september 22, 2020 - september 23, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor lv (large volume) overinfused during patient infusion. It was further reported that the infusion took 24 hours instead of 48 hours. The device had been filled with 3400mg fluorouracil and 162ml of 5% dextrose with a total of 230ml. There was no patient injury or medical intervention associated with this event. No additional information is available.